Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) presented to the hospital emergency room in a cardiac arrest. There appeared to be undersensing of ventricular fibrillation (vf). The field representative was shown a few episodes of very fine ventricular tachycardia (vt)/vf. The nurse who interrogated the device at the hospital stated no shocks were delivered by the device. The field representative was not aware if all episodes were made available to him. The patient passed away later that afternoon. The ventricular sensitivity was at 0.6 mv (nominal) and had previously measured intrinsic amplitude measurements of 10 mv. The nurse noted that the patient's family declined cardiopulmonary resuscitation(CPR) . The field representative was going to try and obtain additional information, but was not sure he would get any. The field representative said at this point, there are no specific allegations. The field representative was contacted for additional information. The field representative noted that he inquired with the nurse practitioner and she informed him that the patient's family did not want to pursue an autopsy or gather any further information from the device. The field representative did not know the official cause of death and noted there were no official allegations. He did mention again that there appeared to be ventricular undersensing and some periods of ventricular standstill. He indicated that a device memory download was not performed and the device would not be returned.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.